Manufacturer narrative:
X-ray analysis: during revision l5-s1 fusion procedure using alif, it is reported that surgeon was unable to place cover plate on device. It is not known what type of screws was used ¿ fixed vs. Variable angle. Possible causes include soft tissues covering the graft or a screw head that is not entirely driven in to recess. Root cause surgical technique. Ap/lateral intra-op films provided.

Manufacturer narrative:
(B)(6). (B)(4). This part is not approved for use in the united states; however a like device catalog #7967810, 510k # (B)(4) was cleared in the united states. Device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that , intra-op, surgeon was not able to insert the cover plate after the implant of the cage. The cover plate will not snap into place. After several attempts, the surgeon did not implant the cover plate. Product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis observation: one small cover plate was returned. There were no obvious breaks or cracks in the cover plate when visually examined. There are witness marks on the arched area of the cover plate were it appears they were grabbed by some type of pliers, these marks are of the top and bottom side of the cover plate near the engraved part/lot area. The legs or tabs of the cover plate were viewed under a microscope and there did not appear to be any signs of damage or deformation that would prevent the plate from locking in place. A dimensional review was done on several features of the cover plate that could cause an attachment issue when attempting to install, all of these features where still in print spec. The cover plate was functional tested by attaching the plate to a implant, the plate locked onto the implant as it was intended to. Conclusion: after visual, functional, and dimensional review there does not appear to be a problem with the cover plate, it appears to function as it was designed to. Since only the cover plate was return no further analysis can be done at this time.